Event description:
It was reported by the customer that a pyxis medstation es system had drawer failed. The customer stated that they were able to retrieve the required medications from another machine. There was a delay in patient care workflow. Customer indicated that the machine was failed when user trying to pull the medication and get assisted from pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer replaced the failure component to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.